Event description:
During placement from the right jugular approach, the physician deployed a vena tech filter in a lumbar tributary vessel. Due to the small size of the tributary vessel, the filter could not deploy fully. Another filter was placed superior to the first without incident.